Manufacturer narrative:
(B)(4). Concomitant medical devices: 110017105-g7 finned 4 hole shell 56f-7013000; 20104006-liner neutral 40 mm i.d. Size f for use with g7 acetabular system only-65060764; 650-1058-cer bioloxd option hd 40mm 0-3062903; 650-1065-cer option type 1 tpr sleve -3 pe 1-3048759. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while canal broaching, surgeon sequentially broached from 7mm up to 10mm with zb echo micro broaches, as well as trialing. He felt the 10mm broach was the correct size, fit and fill. He asked for the 10mm echo micro implant. The 10mm implant subsided. Surgery was completed with a 11mm echo micro implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there is no visible damage to the device. Additionally, dimensional analysis was performed. Analysis identified the length of the device was checked and found within conformance to the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.